Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced a dental abutment fracture and the implant was removed.